Event description:
Pt drove himself to hosp. Physician examined pt and diagnosed pacemaker malfunction. Pacemaker turned off. Pt showed tachycardia on monitor. Decision made to cardiovert. Staff brought defibrillator to bedside, inserted plugs into machine and checked unit. Unit charged when staff attempted to discharge unit for cardioversion. Unit failed to discharge properly. Several attempts were made to no avail. A different unit was obtained and cardioversion was successful. Pt experienced no adverse effects. Check of unit revealed that the quick combination module lever was not completely into the locked position. Their is no notation in the equipment label which indicates the significant role played in overall operations by this switch.